Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on the correct way to press the button and assisted them in removing the pump from its case, but the issue persisted. Consequently, a replacement pump was sent to the customer, who was also advised to allow the current pump's battery to deplete before returning it with a pre-paid label within ten days to avoid charges. The customer understood that they needed to program their settings and connect their continuous glucose monitor to the new pump, which would come with updated software.